Manufacturer narrative:
Pending investigation.

Event description:
As reported, the patient had an initial right tsa on (B)(6) 2019. The patient presented on (B)(6)2020 and evidence of recurrent deep infection. The patient was revised (B)(6) 2020. The case report form indicates that this event is possibly related to device, possibly related to procedure. Outcome: resolution date: (B)(6)2020.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1/d2a/d2b, d4, h4, g3/g4, h6. MDR section codes updated/corrected: b, c, d, e, g. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. A review of the sterile certificates and/or final endotoxin reports could not be performed because serial number(s) were not provided and the original surgery invoice could not be located from a search of exactech¿s surgery data. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.